Manufacturer narrative:
As no sample was available for further investigation, a specific root cause could not be identified. From the information provided, a general reagent issue could most likely be excluded.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received discrepant thyroid results for one patient sample between a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. The serial numbers of the analyzer were requested but were not provided. Of the data provided, only the results for elecsys ft4 ii assay and elecsys ft3 iii were discrepant. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. Refer to the medwatch with (B)(6) for the other assay.

Manufacturer narrative:
A new sample from the patient was received for further investigation. Refer to the attachment to the medwatch for all patient data.

Manufacturer narrative:
Investigation of the patient sample found an interfering factor was present that reacts with the reagent and affects the sample results. This interference is documented in product labeling for the assay.